Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy/menstrual bleeding/prolonged menses"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (complete hysterectomy on (B)(6) 2016). On (B)(6) 2016, 3 years 1 month after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, menorrhagia, dysmenorrhoea, back pain, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, dysmenorrhoea, menorrhagia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion of fallopian tubes. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe lower abdominal pain /cramping") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"), gastritis ("stomach gastritis") and irritable bowel syndrome ("irritable bowel syndrome"). In (B)(6) 2013, the patient experienced depression ("depression") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhoea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal heavy/ menstrual bleeding/ prolonged menses") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal distension ("bloating issues / stomach bloating"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, vaginal haemorrhage, headache, weight increased and abdominal distension had resolved, the menorrhagia, procedural pain, depression, migraine, nausea, vaginal discharge, fatigue, gastritis and irritable bowel syndrome outcome was unknown, the dysmenorrhoea and back pain had not resolved and the alopecia was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, fatigue, gastritis, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received. Reporter and patient demographics were added. Concomitant disease were added. Updated suspect drug indication. Events vaginal bleeding, depression, migraines, headaches, nausea, vaginal discharge, fatigue, weight gain, stomach gastritis, irritable bowel syndrome and bloating issues / stomach bloating added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.